Event description:
Attempting to start an IV in patient's left antecubital space with 24 gauge 3/4" catheter, upon puncturing the patient's skin, unable to advance catheter off of needle past the barrier of the patient's skin. Upon removal of IV catheter, it appeared the plastic "straw" had a small snag, or defect in it. The patient had to have a second poke for catheter placement; however patient did not sustain any injury.